Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm test due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error tests and self-test. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.